Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon was unable to cross the lesion. Tried to push the balloon however, shaft got damaged and broken in mid segment. The procedure was completed using alternate device. There were no patient complications.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon was unable to cross the lesion. Tried to push the balloon however, shaft got damaged and broken in mid segment. The procedure was completed using alternate device. There were no patient complications. It was further reported that the procedure was completed using another of the same device, and the device was simply removed. Also, the patient was stable post procedure.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).